Manufacturer narrative:
No parts have been returned for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9733597, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the green chord side of the cable was damaged and not giving good connectivity.

Manufacturer narrative:
The cable was returned for analysis. Functional testing determined that the cable was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.